Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to pain and loosening of the tibial component at the cement to implant interface. Competitor cement was used. It was also reported that the tibia was considered loose by surgeon as it was removed without too much effort. Replaced with well balanced, tc3 rp, patella tracking excellent. Patient has a bmi of 40 +. Doi: (B)(6) 2019; dor: (B)(6) 2020; left knee.